Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 02/2023).

Event description:
It was reported that prior to a port placement procedure, port allegedly could not be filled. It was further reported that the port needle allegedly broke during flushing. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that prior to a port placement procedure, port allegedly could not be filled. It was further reported that the port needle allegedly broke during flushing. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport MRI isp implantable port, one catheter, one cath-lock, one straight non-coring needle hub, one right-angle non-coring needle and one flushing connector were returned for evaluation. Gross visual, microscopic visual and functional evaluations were performed on the returned devices. The investigation is confirmed for the reported infusion needle fracture and identified material separation issues as a complete fracture was noted on the straight non-coring needle and needle hub was completely separated. However, the investigation is inconclusive for the reported difficult to flush issues as the exact circumstances at the time of the reported event are unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 02/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.